Manufacturer narrative:
The device history records for all devices intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, all tmc hardware was removed due to pain from broken/backed out screws. Although a number of factors could have contributed to the broken/backed out screws, the most likely cause cannot be determined due to the devices not being returned. However, prior to implantation of the tmc hardware, the patient was reported to have undergone two unsuccessful bunion surgeries; one using non-tmc screws and the other using bone graft. Upon removal of the tmc hardware, the explanting surgeon did confirm non-union of the patients bones and indicated the cause is likely due to the patients bone quality or possibly a bad bone graft. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2016 all hardware was removed in a revision surgery on (B)(6) 2017 due to pain from two broken and one backed out screw ((B)(4)). Upon hardware removal, non-union of the bones was confirmed which the explanting surgeon attributed to the patients bone quality or possibly a bad bone graft.